Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt trunk cable was severed and all ecgs and therapy electrodes are missing. The root cause for the missing trunk cable connector was physical abuse.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.